Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer was not opening for issue medicine. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue an item and confirmed that the drawers are all functioning. A technical support specialist checked the event viewer (ev error) and remotely accessed the station. The reported items were addressed, and the recorded transactions matched in mql (myqlink). The issue was confirmed to be resolved. The system functioned as intended after the technical support specialist troubleshot the device.